Event description:
New information received stated that the lead had been explanted.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. All electrical measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found internal insulation abrasion with externalized conductors at 8cm from the lead tip. Internal and external insulation abrasions were noted at 13cm to 14.5cm, and 28.5cm from the lead tip. The ptfe and etfe coatings were intact in all places.